Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. It was noted that there was electrical magnetic interference (emi) from an ungrounded source causing the device to deliver the shocks. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary :the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular non-sustained tachycardia episodes of less than or equal to 210 ms were noted from (B)(6) 2012. There were ventricular fibrillation episodes of 180 ms or less average v-cycle on (B)(6) 2012. Lead failure predictor high rate non-sustained of 207 ms or less average v-cycle on (B)(6) 2012. Ventricular short interval count v-sic=5248 counts, in 115.87 days, between (B)(6) 2012. There was a patient alert for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.